Event description:
It was reported that the hand switch function on disposable worked intermittently during the procedure. After 20 minutes of use, the buttons on the disposable failed to activate the handpiece. The generator was switched to foot switch activation and same disposable was used for about ten minutes. At that point, the generator was switched back to hand activation in which it continued to work for the remainder of procedure. No patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.